Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed all incoming tests. Side bail covers are broken. Keyboard is scratched (cosmetic).

Event description:
It was reported that the external pulse generator (epg) did not capture the patient's heart rate. The epg was returned for service. No patient complications have been reported as a result of this event.